Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone number: (B)(6). Multiple 510k numbers were reported to be involved: k020321, k040099, k131331. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system misidentified the sample organism. This result was confirmed via testing from an external lab. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "phoenix gave incorrect results for two different samples where the confidence rate on the phoenix results was high. The phoenix ID result is enterococcus faecalis and the correct result for these two different samples should be enterococcus faecium. Correct results were confirmed by the maldi tof method in an external laboratory and classic biochemical tests were performed, which confirmed that the correct result was enterococcus faecium."

Manufacturer narrative:
H.6 investigation summary: a failure for incorrect results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6) ). A bd field service engineer (fse) was dispatched to investigate. The fse performed cleaning and a source adjustment on the optics of the instrument, noting that the values for the cv (coefficient of variance) testing improved after doing so, with tier a going from 5.1% to 4.7%, and tier b going from 5.5% to 5.0%. It is noted that the specification for the cv test is <6.5%, and as such the instrument was within normal operating parameters prior to any intervention by the fse. To provide further satisfaction to the customer, the fse replaced both light source distribution boards (p/n 443848). As the instrument was found to be operating within specifications, this is an unconfirmed failure of the instrument. The root cause of the incorrect results is not known. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Review of service history for this instrument revealed two previous cases related to mis-identification. Under the first, the fse performed cleaning and calibration, and it was not noted what the original state of the instrument was prior to these efforts. Under the second case, the issue was investigated through the reagent panels, and was found to be a confirmed reagent issue. H3 other text : see h.10.

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system misidentified the sample organism. This result was confirmed via testing from an external lab. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "phoenix gave incorrect results for two different samples where the confidence rate on the phoenix results was high. The phoenix ID result is enterococcus faecalis and the correct result for these two different samples should be enterococcus faecium. Correct results were confirmed by the maldi tof method in an external laboratory and classic biochemical tests were performed, which confirmed that the correct result was enterococcus faecium.".